Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. The customer's blood glucose level was not impacted. The contact declined follow up by tandem technical support.